Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the buttons have been sticking on the pump and required multiple presses to elicit a response. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no damage or peeling to keypad was observed. The ok, contrast, up, and down keys are intermittently unresponsive. Investigators removed the keypad and found contamination under all key contacts. A dim, pink display was found. The battery compartment crack was found below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.